Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he has been hospitalized for peritonitis and prescribed antibiotics. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated that the patient first had symptoms of peritonitis on (B)(6) 2015. He visited the clinic and was prescribed vancomycin and ceftazadime. The patient was hospitalized (B)(6) 2015 for abdominal pain, nausea, peritonitis with septic shock. He was switched to vancomycin and gentamicin. Pdrn could not identify a particular breach in technique or a malfunction that was around the time of his symptoms.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot number shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. Medical record review: on (B)(6) 2015 the patient presented to the hospital and admitted with peritonitis and septic shock. The patient continued on peritoneal dialysis during hospitalization. The patient's physician did not remove peritoneal dialysis catheter. The source of the patient's peritonitis was not mentioned in the medical records. However, the patient had diarrhea but was negative for vancomycin resistant escherichia coli. The patient's other hospital diagnoses were hypotension, high anion gap metabolic acidosis, right pleural effusion, right mid and lower lung infiltrate vs atelectasis, ascites, gastroparesis and hyponatremia. Medical records revealed the patient had other physiological issues at the time of this event that could lead to patient's susceptibility to infection. The patient also had other infectious processes at the time of this event. Medical records did not contain progress notes, blood lab results or dialysis treatment records for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the diagnosis of peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler set and the diagnosis of peritonitis. The patient's compromised physiological state, additional infectious processes and possibility of break in aseptic technique are likely contributors to the patient's peritonitis.